Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2938836-2020-01391. It was reported that the right atrial and ventricular leads were explanted and replaced.

Manufacturer narrative:
A complete lead was returned in one piece measuring 58.0cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.